Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, a company rep reported the pt experienced low blood glucose. Upon f/u with the pt on (B)(6) 2011, he stated he was woken up by paramedics on (B)(6) 2011. A friend had called paramedics because the pt was unconscious. Paramedics tested his blood glucose at below 20 mg/dl and he was treated with a glucose IV. He was not transported to the hospital. He stated low blood glucose was his fault because he bolused 3 times within an hour totaling 14-15 units of insulin. Company rep reported the pt's normal blood glucose range is 159-226 mg/dl. Troubleshooting did not reveal any product issues. No product was requested to be returned for eval.